Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic epigastic hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. The complaint alleges that on (B)(6) 2010, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence, severe and chronic pain. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: (B)(6) hospital, dr (B)(6): laparoscopic incisional hernia repair. (Gore® dualmesh® plus biomaterial, 1dlmcp04/02024191) implant date: (B)(6) 2003 preoperative diagnosis: incisional hernia, postoperative diagnosis: incisional hernia, assistant: (B)(6), anesthesia: general, estimated blood loss: minimal. Indications: this is a 37-year-old white female status post multiple attempts at closure of the incisional hernia. Description of operation: after infiltration of general anesthesia, the patient was prepped and draped in a normal sterile fashion. A veress needle puncture was made in the left upper quadrant and pneumoperitoneum was achieved. After this, a versastep camera system was introduced. Trocar was used to gradually dilate and enter the peritoneum under direct physical visualization. The 0-degree scope was then replaced with a 30-degree scope under direct visualization, the two working ports, 5 mm in size, were placed on either side of this left flank port. An examination of the anterior abdominal wall, there was a fairly minimal amount of adhesions. These were taken down bluntly as well as sharply, mostly omentum. There was no evidence of incarcerated bowel. The hernia defect was then measured out, about 9 x 9 cm in diameter. A 15x15 dual gore-tex mesh was then cut for size and quadrant stitches of 1-0 monosof closed on each of the four sides. The mesh was then rolled up and placed through the camera port. The camera was replaced in the mesh oriented on the anterior abdominal wall. Using gore suture passer, the quadrant stitches were then tacked to the anterior abdominal wall. Four more dermalon sutures were then placed through the mesh and tied, further tacking up the mesh. A surgical tacker was then used to finish approximating the mesh. Pneumoperitoneum was then released in the ports were removed. The camera was left in place and the mesh was watched as the anterior abdominal return to the anatomical position. The camera port was then closed with an absorbable 1-0 stitch in the fascia, and a single subcuticular stitch. All port sites in the core suture passer sites were closed with indermil surgical glue. Patient tolerated the procedure well. All sponge needle an instrument counts were correct. Explant procedure: (B)(6) state university health sciences center, (B)(6), md: incisional hernia repair with a large proceed ventral patch. Explant date: (B)(6) 2009. Preoperative diagnosis: incisional hernia, postoperative diagnosis: incisional hernia, surgeon: (B)(6), staff: (B)(6), md, complications: none. Blood loss: minimal. Findings: about a 3-cm defect in between the umbilicus in the previous large piece of mesh she had from a laparoscopic ventral. Details of procedure: after the risks and benefits of the procedure were explained to the patient, informed consent was obtained. She was taken to the operating room on (B)(6) 2009. She was placed on the operating table in the supine position. Her abdomen was prepped and draped in the usual standard fashion. This is a patient who was sent to our clinic for evaluation of a hernia that was just above the umbilicus. Upon further questioning, it was found that she had a previous surgery long ago and then had a ventral hernia from it, which she had repaired laparoscopically. This new hernia was in between the bottom portion of the mesh from her ventral hernia repair in her abilities. We made an incision just above the umbilicus about 4cm in length. Bovie electrocautery was used to get down to the subcutaneous tissues. We eventually found the hernia sac and were easily able to get it all the way down it circumferentially. We began to dissect around the neck of the sack to ensure that we had good fascial edges. We then open the sac very safely and peeked inside. All there was some omental fat that we were able to dunk back in the abdomen. There were a couple that were adhesed up in the abdominal wall on the superior portion of the wound that we bovied down from the abdominal wall under direct visualization. Next, we completely excised the sac to expose the fascial edges better. Once that was done, the hernia was ready to be closed. We put some stitches in the inferior and superior poles of the wound, some 0 ethibonds in an interrupted fashion. We then used a large piece proceed ventral patch, placed it into the wound, and had the ears of the patch pull up and then laid out laterally on both sides. We stitched those down with 2-0 vicryl pop-offs. Once that was done, we felt the hernia was adequately repaired. We then copiously irrigated the wound. Bleeding was controlled with bovie electrocautery. We closed the deep tissues with a running 2-0 vicryl. We closed the subcutaneous tissues with a running 3-0 vicryl and then close the skin with staples. A sterile fluff bandage was placed. She tolerated the procedure well and was taken to the recovery room in stable condition. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
Updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 08/14/03 were not provided.] (B)(6) 2003: [missing records: an operative report detailing implant of the gore device as not provided.] (B)(6) 2003: (B)(6) hospital. Implant record.description: patch dual mesh plus 15x19x1. Quantity: 1. Site: abdomen. Manufacturer: 001640. Catalog: 1dlmcp04. Lot number: 02024191.the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/02024191) was implanted during the procedure. [Missing records: records after 08/14/03 pertaining to alleged injuries were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant procedure: (B)(6): laparoscopic incisional hernia repair. (Gore® dualmesh® plus biomaterial, 1dlmcp04/02024191). Implant date: on (B)(6) 2003. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Assistant: (B)(6), md. Anesthesia: general. Estimated blood loss: minimal. Indications: this is a 37-year-old white female status post multiple attempts at closure of the incisional hernia. Description of operation: after infiltration of general anesthesia, the patient was prepped and draped in a normal sterile fashion. A veress needle puncture was made in the left upper quadrant and pneumoperitoneum was achieved. After this, a versastep camera system was introduced. Trocar was used to gradually dilate and enter the peritoneum under direct physical visualization. The 0-degree scope was then replaced with a 30-degree scope under direct visualization, the two working ports, 5 mm in size, were placed on either side of this left flank port. An examination of the anterior abdominal wall, there was a fairly minimal amount of adhesions. These were taken down bluntly as well as sharply, mostly omentum. There was no evidence of incarcerated bowel. The hernia defect was then measured out, about 9 x 9 cm in diameter. A 15x15 dual gore-tex mesh was then cut for size and quadrant stitches of 1-0 monosof closed on each of the four sides. The mesh was then rolled up and placed through the camera port. The camera was replaced in the mesh oriented on the anterior abdominal wall. Using gore suture passer, the quadrant stitches were then tacked to the anterior abdominal wall. Four more dermalon sutures were then placed through the mesh and tied, further tacking up the mesh. A surgical tacker was then used to finish approximating the mesh. Pneumoperitoneum was then released in the ports were removed. The camera was left in place and the mesh was watched as the anterior abdominal return to the anatomical position. The camera port was then closed with an absorbable 1-0 stitch in the fascia, and a single subcuticular stitch. All port sites in the core suture passer sites were closed with indermil surgical glue. Patient tolerated the procedure well. All sponge needle an instrument counts were correct. Explant procedure: (B)(6), md: incisional hernia repair with a large proceed ventral patch. Explant date: on (B)(6) 2009. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Surgeon: (B)(6), md. Complications: none. Blood loss: minimal. Findings: about a 3-cm defect in between the umbilicus in the previous large piece of mesh she had from a laparoscopic ventral. Details of procedure: after the risks and benefits of the procedure were explained to the patient, informed consent was obtained. She was taken to the operating room on (B)(6) 2009. She was placed on the operating table in the supine position. Her abdomen was prepped and draped in the usual standard fashion. This is a patient who was sent to our clinic for evaluation of a hernia that was just above the umbilicus. Upon further questioning, it was found that she had a previous surgery long ago and then had a ventral hernia from it, which she had repaired laparoscopically. This new hernia was in between the bottom portion of the mesh from her ventral hernia repair in her abilities. We made an incision just above the umbilicus about 4cm in length. Bovie electrocautery was used to get down to the subcutaneous tissues. We eventually found the hernia sac and were easily able to get it all the way down it circumferentially. We began to dissect around the neck of the sack to ensure that we had good fascial edges. We then open the sac very safely and peeked inside. All there was some omental fat that we were able to dunk back in the abdomen. There were a couple that were adhered up in the abdominal wall on the superior portion of the wound that we bovied down from the abdominal wall under direct visualization. Next, we completely excised the sac to expose the fascial edges better. Once that was done, the hernia was ready to be closed. We put some stitches in the inferior and superior poles of the wound, some 0 ethibonds in an interrupted fashion. We then used a large piece proceed ventral patch, placed it into the wound, and had the ears of the patch pull up and then laid out laterally on both sides. We stitched those down with 2-0 vicryl pop-offs. Once that was done, we felt the hernia was adequately repaired. We then copiously irrigated the wound. Bleeding was controlled with bovie electrocautery. We closed the deep tissues with a running 2-0 vicryl. We closed the subcutaneous tissues with a running 3-0 vicryl and then close the skin with staples. A sterile fluff bandage was placed. She tolerated the procedure well and was taken to the recovery room in stable condition. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 02024191. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.